Manufacturer narrative:
Correction - lot number is 26002, not 26602 as originally reported. Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
During initial pretest complete shaft frosting was noticed. Probe was removed and replaced. During initial pretest of 2nd probe, complete shaft frosting was noticed. Probe was removed and replaced.